Event description:
Reference number (B)(4). Event occurred in the united states. On (B)(6) 2024, reported that patient faced infusion sets cannula kinked after 3 or more hours of insertion. Insertion site was abdomen. Customer regularly rotate site location. Infusion set was used for 72 hours. It has been used for 3-4 days. Patient went to emergency room and subsequently hospitalized on (B)(6) 2024. The blood glucose level was 367 mg/dl. Infusion set has been used for 3-4 days. Therefore, patient was treated with intravenous, fluids of saline and insulin. Customer was released from the hospital on (B)(6) 2024. Customer replaced infusion set and resumed insulin deliveries successfully. Company do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the information in this complaint (B)(4) has been evaluated for the malfunction code soft cannula found kinked upon removal from infusion site. The batch 5392445 in question was manufactured at the reynosa site. Complaint investigations: physical samples were formally requested; however, they were not provided. In order to test the product, the reference samples from the lot have been requested. However, the reference samples for batch 5392445 were previously tested in complaint (B)(4) on 12/dec/2022. Test results: the reference samples were visually inspected and tested for flow. All test results were within specifications. Device history record (DHR) review: packing. Lot 5392445 was manufactured according to the work instruction (wi) version 100 in the line 3, on 14/aug/2022, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 05/aug/2025 against malfunction code soft cannula found kinked upon removal from infusion site and lot 5392445 and no other complaint has been registered in database for the same lot 5392445 and malfunction code. Conclusion summary of the related event: this is a complaint which is being addressed as part of a corrective and preventive action (CAPA) 1768101: "autosoft 90, kinked soft cannula issues which has been opened as a result of trending activities. This complaint is a reportable with valid lot number/product code."

Event description:
To date no additional patient or event details have been received.